Event description:
The customer contacted stryker to report that their device would intermittently power off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer was contacted for the electronic device records concerning the reported event.

Manufacturer narrative:
No additional information was provided. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would intermittently power off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.